Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and intermittent sensing. Lead imaging revealed that the lead had dislodged. The lead was successfully repositioned with acceptable measurements. The patient was stable post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).